Event description:
It was reported that testing showed an increasing number of short-circuit's and hi's. The pt's speech understanding increasingly deteriorated. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.